Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the cystic duct and cystic artery were being clipped on a laparoscopic cholecystectomy procedure, there was an issue with the loading and firing of the clips. The surgeon was able to squeeze the handle and the first clips were able to be loaded properly into the jaws during use. The clips disengaged into the cavity of the patient and were retrieved. They opened a new device and used it to complete the case. There was no patient injury.